Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments blade failed a cut test. The instrument was placed on an in house system for a latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found the instruments tube extensions pad printing was removed. The pad printing was removed and toward the proximal end of the tube extension. Failure analysis concluded that the pad printing removal damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage to the instrument's tube extension, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci colectomy surgical procedure, it was noted that the monopolar curved scissors was not cutting well. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.